Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door 1 had failed to open due to faulty latch. The field service engineer replaced all latches to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis cii safe system, door 1 intermittently failed to open but had not been "failing" in the software. The customer reported that this malfunction occurred when a user was trying to issue medication to a patient. The customer stated that there was no delay in the patient 's workflow since the user was able to use the keys to open the door to meet patient needs. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis ciisafe door 1 failed to open intermediately while removing medications; however, it was not displayed as 'failing' in the software. The customer added that this malfunction caused a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device door failed to open while removing medication. A field service engineer replaced all the latches to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.